Manufacturer narrative:
MDR 8021545-2026-03830 / initial 1 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced an infusion sets came off event on (B)(6) 2026.